Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s ((B)(6)); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a phenom 27 microcatheter that had resistance and resheathing a pipeline flow diversion stent and became damaged. The patient was undergoing a procedure via right femoral access for flow diversion treatment of a brain aneurysm. Vessel tortuosity was moderate. It was reported that the devices were prepared and catheter flushed per the instructions for use (IFU). During deployment, the pipeline needed to be repositioned. However, there was significant resistance when trying to resheath the pipeline in the phenom microcatheter and the catheter became damaged/kinked at the distal end and stretched in the middle. It felt rough and curved. It was noted that force was not applied. The catheter tip was not stuck or entrapped and was not stuck in the guide catheter. There was no patient vessel vasospasm. The catheter was replaced to continue the procedure. There was no harm or injury to the patient.

Event description:
Additional information was received. The aneurysm was a 6 mm irregular, broad-neck right posterior communicating artery aneurysm (distal), with no classification provided. The pipeline was trapped in the phenom catheter, and the operator could not specify where the resistance occurred. No damage to the pipeline or pushwire was recalled. The pipeline could not be rescued and was removed along with the catheter. The procedure was completed using another system with a pipeline from the same lot, which was successfully implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.